Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the drip chamber during priming. There was no patient involvement. There was no additional information available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed that the tubing was separated from the chamber. The reported condition was verified. The cause of the reported condition was determined to be an automated assembly issue. Should additional relevant information become available, a supplemental report will be submitted.